Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a handpiece was scratching intraocular lenses (iol). Patient impact is unknown. Additional information was requested.

Manufacturer narrative:
One opened blue iii handpiece injector was returned for evaluation for the report of injector scratching the lens. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger has an extreme bend. A functional thread to barrel engagement check was performed and was found to be conforming. A dimensional plunger position height check could not be performed due to the extreme bent condition of the plunger. The plunger height position is at a very high position. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in april 2015. The evaluation does confirm the injector plunger has a bend in the plunger resulting in a high plunger position. A high plunger position will damage a lens during its delivery through the cartridge. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for approximately four years. The manufacturer internal reference number is: (B)(4).